Event description:
While the kit was in use, the transducer disconnected between the administration set.

Manufacturer narrative:
The sample was discarded by the hospital and no representative units were received for the investigation. Attempts have been made to obtain additional info. Upon completion of the investigation, a supplemental report will be submitted.